Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The pump was reset, but upon startup, the pump was unable to be charged despite the attempt of multiple usb cables and power sources. Subsequently, the pump battery fully depleted and the pump shutdown. The customer¿s blood glucose was 395(mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged malfunction alarm issue was verified in the pump logs, however, no failure was identified.